Event description:
Procedure performed. Implant of a micra leadless pacemaker. Extraction of a micra leadless pacemaker. Complications: lead dislodgement, status post successful retrieval. The micra delivery catheter was advanced under fluoroscopic guidance to the right atrium and then positioned in the right ventricle high septum below the outflow tract. After ensuring contact with the myocardium with contrast injections, the micra pacemaker was delivered and released into the right heart. Tug testing was performed which demonstrated attachment of at least 3 tines to the myocardium. The suture was then cut to allow the micra to be fully released into the right heart. However, at this time it was discovered that the pacemaker had dislodged and subsequently migrated into the right pulmonary artery. With recommendations and advice from the medtronic company, agilis sheath was advanced into the right ventricle outflow tract, sneer was used, which was able to be successfully advanced into the right pulmonary artery and entrap the tines of the micra pacemaker. After multiple attempts, the micra was able to be pulled back to the rv outflow tract and then subsequently to the right atrium. However, again it dislodged in that location. Repeat efforts were made to finally engage again tines of the micra pacemaker and locked onto the tip of the agilis sheath. This, along with the sheath, was then pulled into the main outer sheath all the way down to the groin area. With a kelly, the valve at the end of the sheath was then opened, and the micra pacemaker was retrieved out successfully. Another micra leadless pacemaker device was successfully deployed and implanted.